Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that the touchscreen was cracked and unresponsive. Reportedly, the customer dropped the pump and accidentally stepped on it. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 350 mg/dl.